Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. As received, the trunk cable connector was cracked, creating an insecure connection with the test monitor. The root cause of the cracked connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch with a test monitor.